Event description:
It was reported a hospitalized patient called the doctor to tell them that the ¿pumps rings¿. A critical alarm was heard. The logs were checked and indicated the pump had a motor stall that never recovered. Telemetry was performed several times with the pump and still gave the same result. The patient experienced fever, ¿early withdrawal¿ and underdose symptoms noted as increased pain and sweating. The patient was given a patch and oral medication. A replacement was planned. Patient status was alive; no injury. The pump was delivering morphine 4mg/ml; 1 ,8mg/day, ketamine 1250mcg/ml; 562,8mcg/day, and clonidine 30mcg/ml;13,5mcg/ml.

Event description:
Additional information reported the pump has not been explanted and replaced. The patient receives an oral substitution treatment and the replacement date has not yet been decided.

Event description:
Additional information reported the pump was explanted.

Manufacturer narrative:
Analysis of the pump (B)(4). Revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a pump motor gear train anomaly involving a stall due to shaft/bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant: product ID unknown, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.